Event description:
Adverse event: "unk" (no info). Product problem: "particles" (foreign material present in device). The customer reported having a problem with particles /foreign material entering the eye. They are not sure of the source of the material. Add'l follow-up info has been requested.

Manufacturer narrative:
Eval: the customer's complaint history was reviewed for the period of (B) (6) 2009 through (B) (6) 2010; this is the second event reported regarding this issue for this facility. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer returned one surgically used intrepid fms. The fms and the drainage bag were flushed and filtered with di water; seven filters were prepared and sent to the (B) (4) particulate lab for particulate identification. Excessive amounts of human tissue and natural and synthetic fibers were observed. Due to the presence of so many particles on the prepared filter, determining the correct particle for identification was not possible. Root cause: the root cause of the customer's complaint is not known; the particulate in question could not be isolated/identified. Corrective action: corrective action will not be taken based on this occurrence, however, quality assurance will continue to monitor customer complaints via the (B) (4) meetings, and will take action for any future occurrences as is deemed necessary. (B) (4). (B) (4). (B) (4).